Event description:
It was reported that the device had a battery issue.there was no reported patient involvement.

Manufacturer narrative:
"Medical device brand name, medical device catalog # and imdrf annex a to g grid and manufacturer narrative" fields are updated. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 05sep2017. The review was performed from the date of manufacture to the present date 11mar2021. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a battery issue. There was no patient involvement.

Manufacturer narrative:
Additional information: relevant tests/laboratory data, reporting office contact and imdrf annex b grid.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the source device (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 09/05/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a battery issue.